Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer was leaking on the right side. Customer reported that a 'y' fitting had popped off. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they replaced the tubing and ran samples without any leaks.

Manufacturer narrative:
(B)(4).